Event description:
No additional information received from customer.

Manufacturer narrative:
Corrected field: d7a - single use device. This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that during a therapeutic procedure (type unknown), the pad on the sonicbeat device peeled off immediately after the case began. The pad did not detach inside the patient's body. The procedure was completed without delay by replacing the subject device with a backup olympus device. No patient harm was reported in association with this event. The subject device was discarded.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.